Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The physician indicated that the pulse generator exhibited back up vvi operation about one year ago. No intervention or additional information was reported.

Manufacturer narrative:
(B)(4).